Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 02-010-03-0330 - logic cr femoral cem, right, sz 3: (B)(6). 02-012-45-3040 - lgc tibial fit tray cem sz 3f / 4t: (B)(6). 200-05-29 - inset patella 29mm: (B)(6).

Event description:
As reported, the patient underwent a primary right total knee replacement. Subsequently, the patient returned with complaints about their right primary knee, including pain and dissatisfaction. The knee polyethylene is a recalled implant. The x-ray imaging shows significant osteolysis around the femoral and tibial components. The patient underwent a revision total knee arthroplasty procedure, with a polyethylene swap. Significant synovitis was present in the knee joint, which was removed and debrided. The knee joint was irrigated well. The patient left the or stable. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and fracture. Contributing factors to the wear and fracture on the insert may be high in-vivo loading on the medial aspect, having been packaged in a non-conforming vacuum bag for over 5 years, or a combination of the above. Further possible contributions of user or patient-related considerations could not be assessed as the devices were not available for evaluation and no relevant clinical information was provided. H6: corrected investigation clinical codes.